Event description:
Procedure type: hysterectomy. According to the reporter: the original procedure was on (B)(6) 2010 and on (B)(6) 2010, pt was brought back to the operating room for a supra cervical bleed. Pt experienced uterian accreta. Diagnostic lap with evacuation of the hematoma, cauterization and ligation of supra cervical bleed. During evacuation of hematoma, the device did not work. A new device and dlu was opened to complete the case. No abnormal bleeding due to device, no delay in operating room time or tissue damage.

Manufacturer narrative:
(B)(4).